Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a 31mm 11400m mitral valve was explanted at implant due to av groove disruption. A 31mm 11400m mitral valve was implanted in replacement. Per medical records, the patient underwent initial mvr with a 31mm 11400m mitral valve. There mv was very stiff and had extremely limited excursion. A resection of subaortic membrane with limited septal myectomy was performed. From the ventricular surface, the mv was extremely thickened and had notable loss of pliability from a rheumatic process. After cpb was weaned, tee showed prosthetic mv with complete resolution of flow turbulence or acceleration through the lvot. Decannulation was affected and protamine administered. As we are in the process of approximating the thymic fat over the aorta, a significant amount of bright red blood emanated from the back of the heart and was suspected as av groove dissociation.the patient was placed back of cpb and recannulated. The newly implanted valve was explanted. The posterior annulus was examined. There was no obvious injury, but there was a large furlow in the ventricular muscle in the p3 region of the annulus. Placement of a bovine pericardial patch along the posterior mitral annulus was performed. A new 31mm 11400m mitris valve was implanted. Patient was discharged on pod# 24. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.